Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016 at 1:30 a.m., the customer received the following results, with two different nano meters meters, within 10 minutes: 25 mg/dl (system 1) and 65 mg/dl (system 2). On (B)(6) 2016 at 2:00 a.m., the customer received the following results, with two different nano meters meters, within 10 minutes: a result in the "30's mg/dl" (system 1) and a result in the "70's mg/dl" (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.